Manufacturer narrative:
The sling had been bleached and had stitching coming out in several areas. Both the outer webbing and support webbing were completely discolored. The board of the sling turned yellow to white. Based on the overall condition of this sling it should not have been used.

Event description:
A cna was in the process of transferring a resident with a medcare lift n' weigh and (B)(4) sling. During the transfer, the shoulder strap broke dropping the resident. The resident hit the ground while her legs were still suspended in the sling. The facility policy requires two persons during transfers. Only one cna was completing this transfer. The sling shows signs of being cleaned with bleach and the stitching was coming loose in multiple areas. The resident was hospitalized, scratches and bruises were the extent of her injuries.